Event description:
Technician alleged bed located in storage area had hi-lo head section that was drifting down. He performed troubleshooting and found the valve was not seating. He replaced head down valve solenoid to resolve.